Event description:
It was reported, the cot leg broke during transport. There was no patient injury and another ambulance cot was utilized for the remainder of the transport.

Manufacturer narrative:
Leg.